Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant an unspecified bard/davol perfix plug. On ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant an unspecified bard/davol perfix plug. Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the defect at the base of the inguinal floor was identified and a perfix plug (device #1) placed and secured using sutures, then a patch was placed over the top of the plug and tacked.¿ (B)(6) 2012 - patient was diagnosed with symptomatic direct right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿the hernia sac was dissected and a perfix plug (device #2) placed in the inguinal floor and sutured. Then, a precut patch was secured over the top of the plug using sutures.¿ (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia and right lower quadrant incisional hernia thereby underwent open repair with the implant of perfix plug (device #3 & device #4) and explant of perfix plug (device #2). Per operative notes, ¿the direct hernia in the medial portion of the left inguinal floor was found and a perfix plug (device #3) was placed and secured using sutures. In the right lower quadrant, hernia was identified after removing perfix plug (device #2) and a perfix plug (device #4) inserted into the hole and sutured.¿ (note: there was no mention/visualization of the previously placed perfix plug (device #1) during this procedure.) Attorney alleged that the patient had mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence and pain thereby underwent repair with the removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d6.b (date of explant), e1 (complainant name), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents the perfix plug (device #2). An additional emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.